Event description:
There is no additional information available regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit would not properly mesh; however, the repair was not completed because the repair was canceled. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Telephone number: (B)(6). Country: japan

Event description:
It was reported that during surgery, the device does not mesh properly. There was no patient impact or delay in the procedure. Another device was used to complete the procedure. There was no additional unplanned graft needed and the taken graft was not damaged. Due diligence is complete and there is no additional information available. There was no adverse event associated with this malfunction.